Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to boot up. Upon troubleshooting, philips field service engineer (fse) visited onsite and found that the software is not booting from os. Fse installed the software. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up the device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.